Event description:
It was reported that a spectrum iq pump was giving false downstream occlusion alarms during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a false downstream occlusion alarm was not reproduced. A review of the event history log confirmed repeated downstream occlusions. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported issue was verified. The cause of the condition was determined to be the force sensor being out of specification. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.